Manufacturer narrative:
Patient's date of birth: 1953. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 32x3.0m de novo target lesion contained <=45 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). Predilation was performed with a 2.0 balloon catheter resulting to 70 residual stenosis. Subsequently, a 15mm x 2.50mm nc quantum apex¿ balloon catheter was selected for use and advanced for post dilation. Initially, the balloon was successfully inflated. However, upon the second inflation, the balloon ruptured at 18 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc quantum apex balloon catheter. Balloon was loosely folded and was received with the product mandrel and the balloon protector in place. Microscopic examination revealed a burst at 12mm from the tip and was 7mm long. Markerbands had no apparent irregularities or damage. Microscopic inspection of the proximal bond found no irregularities or damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 32x3.0m de novo target lesion contained <=45 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). Predilation was performed with a 2.0 balloon catheter resulting to 70 residual stenosis. Subsequently, a 15mm x 2.50mm nc quantum apex balloon catheter was selected for use and advanced for post dilation. Initially, the balloon was successfully inflated. However, upon the second inflation, the balloon ruptured at 18 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.